Event description:
It was reported that during an inferior vena cava filter placement procedure via the left femoral vein, there was difficulty in inserting the sheath into the iliac vein. It was further reported that the sheath was relatively hard and allegedly got damaged. Furthermore, the guide sheath had creases and the filter storage tube cannot pass through, and the filter remained in the storage tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: d4 (expiry date: 07/2025), h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway h10: d4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an inferior vena cava filter placement procedure via the left femoral vein, there was difficulty in inserting the sheath into the iliac vein. It was further reported that the sheath was relatively hard and allegedly got fractured. Furthermore, the guide sheath had creases and the filter storage tube cannot pass through, and the filter remained in the storage tube. The procedure was completed using another device. There was no reported patient injury.